Event description:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. A user reported leakage and splashing which occurred during use of the bioshield biopsy valve. The date of the event is unk, however was reported to have occurred many months prior. The user was wearing ppe and was not injured or harmed. User contact with bodily fluids did occur, while there was no report of harm to the pt or user and the instructions for use call for adherence to body substance isolation protocols, contact with bodily fluids does present a risk of harm due to the potential for exposure.

Manufacturer narrative:
The device was not returned for examination. This report will be updated if further info becomes available.